Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim a customer reported that after 30 minutes of infusion, they noticed the patient was not receiving the infusion, and the pump did not generate any alarm. The tubing was found to be occluded. In a separate incident, the customer observed an air bubble at the bottom of the bag that moved up approximately one inch and then back down, again without triggering any alarm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.